Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was severed 118mm from the terminal pin, leaving only the proximal segment for analysis. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis of the lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
A portion of the lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited oversensed noise. The noise was suspected to be from potential lead on lead contact, or lead movement. However, an x-ray was performed and no abnormalities were seen. In addition, it was noted the patient has a history of atrial fibrillation which caused a decrease in p-waves and led to undersensing. Further lead evaluation was recommended. The physician elected to perform a revision procedure and both the ra and rv leads were surgically abandoned. The ra lead was not replaced. No additional adverse patient effects were reported.